Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a generator defect/syscheckmaster communication error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer stated they were getting a repeated u-02 error on erbe. They have power cycled the erbe generator multiple times. Technical support engineer (tse) explained that a repeated u-02 error will require the erbe generator to be replaced. Tse suggested that they can use a covidien generator as a backup; the customer stated that he is not aware of a backup generator. The procedure outcome is unknown at the time of this report with no patient injury.